Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient's representative reported through company representative "prosthesis rupture accompanied by hardening, pain and asymmetric breast", "intracapsular silicone gel leakage", "capsular fibrosis baker 4" and "constant fear of developing cancer and psychological strain" diagnosed via ultrasound. This record is for the right side. The device was explanted.

Event description:
Patient's representative reported through company representative "prosthesis rupture accompanied by hardening, pain and asymmetric breast", "intracapsular silicone gel leakage", "capsular fibrosis baker 4" and "constant fear of developing cancer and psychological strain" diagnosed via ultrasound. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.